Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while retracting the catheter, the atrial leadless pacemaker (lp)'s helix exhibited was stretched. The lp was not used and a new lp was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.